Event description:
On (B)(6) 2023, the arthrex subsidiary employee provided the following information via email: the screw was pulled out combined with the anchor. No instrument was used to prepare the bone socket for insertion. The bone quality was hard. The bone should have been reamed more than 5.5mm, but it was reamed less than 5.5mm, which could have been a cause of the issue. The surgeon used a different ar-2323bcc biocomposite swivelock suture anchor to complete the case, and no case delay or other adverse event was observed.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-2323bcc was received for investigation. The returned device was visually inspected, and it was noted that no components were returned/attached to the bio-comp swivelock. No functional testing performed due to the damage of the device. No problem found for the reported failure as the anchor and eyelet were not returned for investigation. Per event description: "the screw was pulled out combined with the anchor. No instrument was used to prepare the bone socket for insertion. The bone quality was hard. The bone should have been reamed more than 5.5mm, but it was reamed less than 5.5mm, which could have been a cause of the issue." It is concluded that the bone quality encountered was identified as hard. No bone preparation was made. The reamer used needed to be the correct size for a successful procedure. The most likely cause for the reported failure is due to user error following the surgical technique. Per dfu-0087-3 at revision 0. G. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Make sure to use the recommended drill bit or punch to create the bone socket. Refer to investigation photos.

Event description:
On 7/27/2023, it was reported by an arthrex employee via email that an ar-2323bcc biocomposite swivelock suture anchor was pulled out during an mpfl reconstruction procedure on (B)(6) 2023. No piece broke off inside the patient. The procedure was completed successfully by using the same device. Additional information has been requested. On 8/11/2023, the arthrex employee provided the following information via email: the screw was separated when it was removed from the patient. It seemed not to be broken, but the screw pulled out. Additional information will be provided soon.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.